Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. The manufacturer internal reference number is: 2936999-2016-00711.

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to an unexpected outcome of a substantial amount of residual cylinder. The surgeon did use an intraoperative aberrometer system to calculate the power of the iol but it appears that the patient had irregular astigmatism. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the iol. A separate medical device report was filed for the aberrometer system under MFR. Report num. 2028159-2016-04138.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: iol returned in three(3) segments. Two (2) segments within the iol case and one(1) adhered to the outside of the case with adhesive tape. The iol segments are immersed in blood and solution. The optic has two parallel cuts dividing the iol in three (3). Optical power & resolution could not be verified due to the extensive optic damage. We are unable to confirm the reported complaint. The lens was returned in three (3) segments. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted. Based on the results from the product and batch history record, the lens met release criteria. (B)(4).